Event description:
It was reported that the 01 x 08 vascu-guard patch was implanted in the left common carotid to internal carotid artery for treatment of a 60-79% stenosis. The pt had no previous surgical history in this area of the neck and the vascu-guard patch was implanted w/o incident. Approx 6 months later, the pt developed an infection located in the area of the vascu-guard implant and a pseudoaneurysm was noted. The pt was taken back to the operating room. The vascu-guard patch was explanted and cultures of the area were taken. A portion of one of the pt's saphenous veins was harvested and used to repair the carotid artery. The pt was placed in a 15 day regimen of oral antibiotic therapy of 750mg ciprofloxacin. The pt has been recently seen by the physician in clinic and is reported to be doing well. A repeat duplex scan revealed patency of the saphenous graft.

Manufacturer narrative:
No product was returned for eval. The device history was reviewed. According to the device history record, the device met specification at the time of manufacture.